Manufacturer narrative:
A supplemental MDR is being submitted due to an update to b5 as a valve in valve procedure was completed. The following sections have been added: b4, b5, g3, g6, h2, h6, h11. The investigation is ongoing.

Event description:
As reported by our greek affiliates, less than a year post implant of a 26mm sapien 3 ultra resilia valve implanted in the aortic position, the patient presented with very significant calcification and shortness of breath which required an urgent replacement. A valve in valve procedure was successfully performed with an alternate 26mm sapien 3 ultra resilia valve, and the patient was in good condition with great hemodynamics and echo.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by our greek affiliates, less than a year post implant of a 26mm sapien 3 ultra resilia valve implanted in the aortic position, the patient presented with very significant calcification which required an urgent replacement. Intervention has not yet been completed.

Manufacturer narrative:
The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A transthoracic echocardiogram (tte) performed in (B)(6) 2024 demonstrates an s3ur prosthesis in the aortic position, with normal hemodynamic function. Subsequent CT imaging (a year later) shows s3ur tavr with homogeneous frame expansion without evidence of a waist. All three leaflets have presence of calcification based on qualitive assessment/gross visualization. No (semi-)quantification possible, no assessment of leaflet thickness, density, or leaflet motion. Through extensive complaint investigations, structural valve degeneration related to calcification for the sapien xt, s3, s3u, and s3ur valves have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to patient factors (age, disease state, patient co-morbidities, and/or pharmacological intervention). In this case, the complaint for svd - calcification was empirically confirmed based on evaluation of provided imagery. Available information suggests that patient factors (myelofibrosis) likely contributed to calcification. The process of calcification involves the reaction of calcium-containing extracellular fluid with membrane-associated phosphorus, causing calcification of the cells. Many patient-related factors can contribute to the onset and propagation of calcification, and consequently, structural degeneration of the thv. These factors include age, disease state, patient co-morbidities, and/or pharmacological intervention, such as, but not limited to, renal failure, hemodialysis, hypercholesterolemia, hyperlipidemia, hypothyroidism, diabetes mellitus, etc. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.